Manufacturer narrative:
FDA notified: the initial reporter also notified the FDA on 6/8/2016 via medwatch # (B)(4). Results: a sample was not returned for evaluation. Customer photos were returned and show front rear barrel separation. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been opened for this device.

Event description:
It was reported that the needle protruded through the plastic sheath during use of the 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter. No injury or medical intervention reported.